Event description:
The customer reported an issue with the pump where the touchscreen was unresponsive, preventing interaction. There was no reported impact on the customer's blood glucose level. Technical support attempted to resolve the issue by performing a pump reset and conducting a touchscreen test, which failed. Consequently, the pump was replaced under warranty. The customer was informed about the replacement and instructed on how to return the faulty pump. Additional details about backup insulin therapy during the pump replacement period were not provided by the customer.